Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0189222, medical device expiration date: unknown, device manufacture date: 2010-07-14, medical device lot #: 4009777, medical device expiration date: unknown, device manufacture date: 2004-01-21". A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the expiration date was missing on boxes with a bd lancet 30 ga. The following information was provided by the initial reporter: pharmacy reported does not have expiry date info on two boxes of 326572. Informed this pharmacist they are expired. Items have not been used or opened.

Event description:
It was reported that prior to use the expiration date was missing on boxes with a bd lancet 30ga. The following information was provided by the initial reporter: pharmacy reported does not have expiry date info on two boxes of 326572. Informed this pharmacist they are expired. Items have not been used or opened.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. The reported lot numbers (0189222 and 4009777) were manufactured in 2010 and 2004 respectively. The DHR is longer available from manufacturing as the manufacturing site is only required to retain the DHR information for 7 years. As no samples and/or photo(s) were received the investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.